Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure, multi system organ failure, and the patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain further information from the customer regarding the reported events; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure) and death, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right ventricle (rv) failure and multi-system organ failure (msof) on (B)(6) 2024. The outcome was not considered to be device or therapy related. An autopsy was not performed. The device was not explanted or returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.